Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, the board had rust and was broken. It was presumed that the reported phenomenon occurred due to board failure, but the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The field service engineer checked the subject device and found that the video system touch panel intermittently blacked out. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, the front touch panel was intermittently displayed. There was no report of patient injury associated with the event.